Event description:
It was reported that stent damage occurred. The 95% stenosed, 2.75x22mm target lesion was located in the severely tortuous and calcified mid right coronary artery. Following pre-dilatation, a 2.75x24mm promus element drug-eluting stent was advancedbut failed to cross the lesion. When the device was removed from the patient's body, the physician found tha the front end of the stent strut were lifted. The procedure was completed with another of the same device. No patient complciations were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element, mr, ous 2.75 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts from the proximal and the mid-stent section of the stent were noted to be lifted and pulled in all directions. An undamaged region of the stent was measured and the stent outer diameter result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: (B)(6) years. Device is a combination product.

Event description:
It was reported that stent damage occurred. The 95% stenosed, 2.75 x 22mm target lesion was located in the severely tortuous and calcified mid right coronary artery. Following pre-dilatation, a 2.75 x 24mm promus element drug-eluting stent was advanced but failed to cross the lesion. When the device was removed from the patient's body, the physician found tha the front end of the stent strut were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.